Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage occurred while the patient was switching power sources. The surgeon observed the pump stoppage on the system controller's log file while the pump was connected to the power module. There were no clinical symptoms due to the pump stoppage. X-rays of the percutaneous lead (driveline) were performed and a suspect area on the driveline was identified. A non-grounded patient cable was requested and the patient will continue using the non-grounded patient cable. A final report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. No log files or x-rays were submitted for evaluation. However, based on past experience with the heartmate ii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.